Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a patient via lumbar peritoneal shunt who had hydrocephalus after subarachnoid hemorrhage on an unknown date with an initial setting of 5. The valve was used with the silascon lumbar catheter (manufactured by (B)(4)). No improvement was seen even when the variable pressure of the valve was lowered. The patient was taken to the operating room for a revision surgery to remove and replace the valve on (B)(6) 2021. The patient continues to follow-up with the physician. No further information was provided by hospital.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected; the silicone was cut/torn around the siphon guard as well as across needle chamber. The needle guard was raised. Some biological debris was noted inside the valve. The valve was hydrated. It was not possible to flush, leak test, or pressure teste the valve due to the damaged silicone housing. The siphon guard was visually inspected cut/scratch mark was noted on the siphon guard. The valve passed the test for programming, reflux and siphon guard. The root cause for the cuts/tears in the silicone housing, in the needle chamber and around the siphon guard is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU, silicone housing has a low cut/tear resistance. The root cause for the cut/scratch mark in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The root cause for the problem reported by the customer could be due to the raised needle guard and the cuts/tears in the silicone housing this is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.